Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the implantable cardiac monitor detected ventricular tachycardia (vt) episodes. Upon technical interpretation of the episodes, it was some determined some of the episodes were not true vt. The patient was not symptomatic. The device remains in use. No patient complications have been reported as a result of this event.